Event description:
The field service engineer (fse) while working on the device found the battery is out of specification. There was no patient involvement. The field service engineer (fse) while working on the device found the battery is out of specification. The device needs battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced. The device passed testing and was put back into service.